Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomalies with the device.

Event description:
Additional information received reported that impedance measurements were not taken and it was unknown if the implant was on. The patient did not experience symptoms when the implantable neurostimulator (ins) was on. The change in therapy was noted to occur with relation to positional movement. The patient was still experiencing shocking at the device pocket. Additional information received reported that impedances were checked and the patient had x-rays taken to confirm no bend or tear in the leads. No other information was provided. This event will be updated if additional information is received.

Event description:
It was reported that since doing some yard work the patient had been feeling a shocking or jolting sensation at the implantable neurostimulator (ins) site. The patient noticed shocking if he leaned up against something that pressed against the ins. Putting pressure at the ins site recreated the shocking sensation. Other than that stimulation was good and he didn¿t get a shocking sensation when there was no pressure on the ins area. The patient also mentioned a warm feeling at the pocket and that the ins was hot to the touch sometimes which also started after he was doing some yard work. No traumas or falls reported. It was noted the patient was using four programs. P1 used electrodes 5, 6, 7, p2 used 10 through 13, p3 used 4 through 7, and p4 used 5, 6, and 7. It was reviewed to combine p1 and p4 if possible. Items were reviewed with the manufacturer¿s representative (rep) with regarding to impedance; impedances were slightly elevated the day of the report. Pairs with electrodes 0, 1, 2, and 3 (lowest was 1800 ohms) 5, 6, 9, and 14 were in the 2000-3000¿s. Pairs with #4 range between 1443-2630, pairs with 7 around 1500 ohms, pairs with 8 were 1500-1700, pairs with 10 were in the 1000¿s, pairs with 11, 12, 15, and 13 were between 1000-2000. It was reviewed that impedances were slightly elevated and there may be a connection issue at the pocket. It was reviewed to try to reprogram and image the area of the pocket. The rep. Later noted 12 days later that the cause of the issue had not been determined. The patient was scheduled for imaging to help determine the cause of the issue. The patient was doing the same as the day the event was initially reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6)2014 , product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial#:(B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
The additional information was reported in 3007566237-2016-01642. Upon review of the information it pertains to this event instead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that a patient in the past had experienced uncomfortable stimulation in their back at the lead location. Fluid had gotten into the header block. This information was reported in 3007566237-2016-01642. It was later clarified in an email from the manufacturer representative that the information was regarding this particular patient and the applied patient symptoms of uncomfortable stimulation in the back at the lead location was no longer applicable as the patient was said to have had shocking at the pocket site when stimulation was turned on. The header block was observed during normal use and the hypothesis of the header block was provided by technical services and therefore does not apply to this patient. The patient¿s issues resolved with the replacement of the system and they were reported to doing well at the time of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.